Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. A boston scientific technical services consultant reviewed the episode and assessed the x-rays sent in from the field. Shadowing was noted by the xyphoid which is consistent with air entrapment. The consultant communicated to the caller that it usually takes about two weeks for the air to get reabsorbed. Device therapy was programmed off and the patient will be re-evaluated in one week. The system remains in service and no adverse patient effects were reported.